Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. A revision procedure was performed and insulation damage was visually observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation damaged and noise were confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression and consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts.